Event description:
A customer reported to philips that a patient claimed to have sustained hearing loss after an MRI examination with an achieva 3t mr system. The patient was positioned head first supine and scanned for a prostate examination. Hearing protection by means of the philips headset was used during the MRI examination. The patient consulted a doctor but at this moment it is not clear if the hearing loss will be permanent.

Manufacturer narrative:
(B)(4). Contact office address: (B)(4).

Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the mr device. The patient claimed to have hearing loss as result of the MRI examination. As hearing protection the standard headset as delivered with the mr system was used which has an average noise reduction of 20db. Based on the outcome of the investigation no permanent hearing loss is to be expected. However especially with loud scans double hearing protection by means of ear plugs and headset is recommended. (B)(4).